Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro-fine ultra¿ pen needle had leakage between the needle and the plastic hub. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd micro-fine ultra pen needle had leakage between the needle and the plastic hub. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Forty four sealed and intact 32g x 4mm pen needle samples were returned from lot. No. 8010972, cat. 320141. Clog testing was carried out on 30 of the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.